Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in set/line) during use of the homechoice machine. This occurred during dwell four of four. The patient was connected at the time of the alarm. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this alarm. There was no patient injury or medical intervention in association with this report. The hp planned to complete therapy using manual supplies. No additional information is available.